Event description:
(B)(4). Severe abdomen pain lower left was the worst, severe rashes that caused hospitalization, became very low on iron and had to get infusions, hair fell out, migraines, depression, bacterial infection that caused hospitalization, mood swings, heavy painful clotted menstrual cycle that were never regular and more which lead me to have a hysterectomy recently in (B)(6) 2015. Sense then all issues have subsided and I feel much better.